Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced high blood glucose level event on (B)(6) 2026. The blood glucose level was 300 mg/dl and lasted for more than four hours. The patient received treatment with insulin pen. No further information available.